Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were not returned for evaluation. Products were not replaced. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for battery issue, stating the true metrix air meter would not turn on. Customer stated the battery had never been changed. During the call, the true metrix air meter powered on using the power button and when a test strip was inserted. During the call, a blood test was performed by the customer non-fasting and produced test result of 188mg/dl using true metrix air meter. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 05/27/2022 and open vial date was not disclosed. At the time of the call, the customer reported feeling lightheaded; medical attention was not needed at the time.